Event description:
Pt spontaneously called into the pharmacy to report pump malfunction for sn (B)(4). Pt states that pump continues to keep after completing self check. The beeping is not resolved by changing batteries or restarting the pump. No other error on the screen. Pt is using backup pump. Pharmacy will replace pump. No injury to pt while using the pump. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to the pt or clinical injury? No. Reported to (B)(6) by pt/caregiver.